Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a button error alarm. The customer blood glucose level was 221 mg/dl. Customer states the insulin may have been exposed to moisture. Troubleshooting was performed and the insulin pump will be replaced. No further information was provided.

Manufacturer narrative:
No button error alarm was noted. The esc button did not respond due to corroded keypad traces. No moisture damage on electronics was noted. The pump also had minor scratches on the display window, and a cracked reservoir tube lip.